Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, increased threshold measurements were observed on the right ventricular (rv) lead. As a result, the output was increased. Approximately 16 days later, the patient presented with increased threshold measurements that resulted in loss of capture on the rv lead. All other measurements were appropriate and no noise was observed. It was noted the estimated remaining longevity of the device was 1.5 years due to the output being programmed to maximum. A revision procedure was scheduled and performed. While the device was removed from the pocket, the rv threshold measurements were tested and decreased, but were still not satisfactory. As a result, the rv lead was surgically abandoned and replaced. Once the new rv lead was implanted with the device, the estimated remaining longevity increased to 10 years. No additional adverse patient effects were reported.